Manufacturer narrative:
Analysis was able to confirm the reported broken output connection ports, both ports were broken. Analysis also noted that the hanger was broken. All found defective parts were replaced and the firmware was updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had cracked output connector ports and the ports were missing plastic. The epg was returned for service. No patient complications have been reported as a result of this event.